Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Presented at center on (B)(6) 2015 complaining of decreased vision in both eyes. Slit lamp exam noted ingrowth in both eyes. Patient brought back to the laser suite for flap lift to remove epithelial ingrowth. Phototherapeutic keratectomy to treat bmd done after surface epithelium and epi ingrowth was removed. Patient seen (B)(6) 2015 and visual acuity sans corrected (vasc) 20/15 in right eye and 20/15 in left eye.